Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : visual examination of the received device confirms a material fracture of the femoral stem. The stem was evaluated by a depuy material scientist. No material or manufacturing defects were observed in the femoral stem that could have contributed to fracture initiation and/or propagation to failure. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation was performed for the finished device product code 157014085, lot no. D14021418, and no non-conformances/ manufacturing irregularities were identified. Device history review : a manufacturing record evaluation was performed for the finished device product code 157014085, lot no. D14021418, and no non-conformances/ manufacturing irregularities were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was initially reported that implant was received as a blind unit. Revision to address implant fracture post op: metal. Doi: unknown; dor: unknown; hip unknown. Investigations are being conducted.